Event description:
Patient reported the menu button and the check button on the infusion device does not work sometimes. Patient stated there are no health concerns. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the menu, check and up button are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons were tested successfully and the functionality fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.